Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not firing and they had to keep going until a clip loaded. As he clipped the cystic duct, it cut the duct in half. Also, it was not clipping on the artery and sealing. He had to tie off the artery. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned. Additional information: this surgery had been converted to open before the clip applier was used to patient factors to include obesity. The device was open already in the case so it was used on the patient even though it was an open procedure. The convert to open was not at all related to the issues experienced with the device. The cystic duct was not actually cut by the clip applier but that it wasn't closing the duct completely. The procedure went as planned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the first clip as intended; the next clip was removed in order to measure jaw width; the jaw was found to be in a yielded condition. However, the remaining clips were properly fed and formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.